Manufacturer narrative:
A ge service rep performed an on site investigation. The charger pcb was evaluated and replaced, and the charger was adjusted. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.